Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for air detected in the cassette. She discontinued treatment. When the cycler door was opened, fluid was leaking. She was advised to discontinue using the cycler and to contact her pdrn. The set that leaked was discarded, however a set from the same lot is being returned for evaluation. During f/u, the patient's pd nurse reported she had clear effluent. She did not have any signs of infection. She was not prescribed any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, companion samples from the same lot were returned for investigation, tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.